Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2317-70, serial/lot: (B)(4), description: infinion cx lead kit, 70cm.

Event description:
It was reported that the patient had a fall and their lead broke. The patient subsequently had a revision wherein the lead was removed and replace. Additional information was received indicating that the patients fall was not device related.

Event description:
It was reported that the patient had a fall and their lead broke. The patient subsequently had a revision wherein the lead was removed and replace. Additional information was received indicating that the patient fall was not device related.

Manufacturer narrative:
H6 patient code 3191: no code available was used because there is not an equivalent FDA code for surgical intervention. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 3152002. Lead serial number (B)(6) was not returned for analysis, therefore a technical analysis could not be performed. The returned lead serial number (B)(6) was analyzed and the complaint was confirmed. Visual and x ray inspection found that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead was kinked after it exits the clik anchor resulting in the complaint. It appears the lead was exposed to excessive mechanical force or movement when the patient fell, causing the cables fractures right at the anchor point. With all the available information, boston scientific concludes the reported event was confirmed and the probable cause is "cause traced to component failure".